Event description:
It was reported that during percutaneous coronary intervention (pci) procedure the tip of the guide wire detached. The target lesion was located in the left circumflex (lcx) artery. A non-bsc guide wire was advanced but unable to cross the distal lcx, so the device was advanced into the obtuse marginal (om) artery. A choice pt graphix int 182cm guide wire was advanced and able to cross the distal lcx with "something" approximately 0.3cm long visualized via angiography. The procedure was completed with angioplasty with a maverick2 balloon catheter and the implant of a promus stent. Following the procedure, the physician visually examined the choice pt graphix int 182cm against another of the same guide wire and was unable to confirm whether the tips of both wires were intact. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the device was received with its original pouch, outside the hoop. Device presents a fracture at the poly tip 181.5 cm from the proximal end. All outer diameter measurements are within the specifications. Sem analysis revealed the fracture occurred to a bending cycle moment. The manufacturing batch record review revealed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Same case as MDR ID # 2134265-2011-01437. It was reported that during percutaneous coronary intervention (pci) procedure the tip of the guide wire detached. The target lesion was located in the left circumflex (lcx) artery. A non-bsc guide wire was advanced but unable to cross the distal lcx, so the device was advanced into the obtuse marginal (om) artery. A choice pt graphix int 182cm guide wire was advanced and able to cross the distal lcx with "something" approximately 0.3cm long visualized via angiography. The procedure was completed with angioplasty with a maverick2 balloon catheter and the implant of a promus stent. Following the procedure, the physician visually examined the choice pt graphix int 182cm against another of the same guide wire and was unable to confirm whether the tips of both wires were intact. There were no patient complications reported and the patient's status is stable.